Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a delivered a battery depletion (bd) notification. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. They were unable to interrogate the s-ICD before the procedure and there were no tones when a magnet was applied. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Testing confirmed no telemetry. Residual gas analysis (rga) testing was performed and determined a high amount of hydrogen was present in the device case. The device case was then removed to facilitate inspection and testing on internal components. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a delivered a battery depletion (bd) notification. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. They were unable to interrogate the s-ICD before the procedure and there were no tones when a magnet was applied. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a delivered a battery depletion (bd) notification. The s-ICD system remains in service. No additional adverse patient effects were reported.